Event description:
The customer reported that the inserter needle of the Abbott Diabetes Care (ADC) Device remained in the arm. The customer did not experience any symptoms at the sensor site; they only noticed that the needle was protruding from the sensor. They were able to remove the inserter needle themselves. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
THE PRODUCT HAS BEEN REQUESTED BACK FOR INVESTIGATION AND THE CUSTOMER AGREED TO RETURN THE DEVICE. A FOLLOW-UP REPORT WILL BE SUBMITTED UPON COMPLETION OF INVESTIGATION ACTIVITIES OR IF ADDITIONAL INFORMATION IS OBTAINED. ALL PERTINENT INFORMATION AVAILABLE TO ABBOTT DIABETES CARE HAS BEEN SUBMITTED.

Event description:
THE CUSTOMER REPORTED THAT THE INSERTER NEEDLE OF THE ABBOTT DIABETES CARE (ADC) DEVICE REMAINED IN THE ARM. THE CUSTOMER DID NOT EXPERIENCE ANY SYMPTOMS AT THE SENSOR SITE; THEY ONLY NOTICED THAT THE NEEDLE WAS PROTRUDING FROM THE SENSOR. THEY WERE ABLE TO REMOVE THE INSERTER NEEDLE THEMSELVES. THERE WAS NO REPORT OF DEATH OR PERMANENT IMPAIRMENT ASSOCIATED WITH THIS EVENT.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.DHRs (Device History Review) for the Libre Sensor and Sensor Kit was reviewed and the DHRs showed the Libre Sensor and Sensor Kit met specifications prior to release to distribution.Applicator (b)(6)has been returned and investigated. Visual inspection performed on the returned applicator and no issues were observed. Applicator had fired, sharp was not returned.Sensor pack (b)(6) has been returned and investigated. Visual inspection performed on the returned sensor pack and no damage was observed. Lid was not completely peeled off.Sensor (b)(6)has been returned and investigated. Visual inspection performed on the returned sensor and no damage was observed.Sensor plug was not properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Issue is not confirmed to use due plug not properly seated.All pertinent information available to Abbott Diabetes Care has been submitted.